Manufacturer narrative:
Follow-up #1: date of submission 0/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: during investigation, the up arrow, down arrow, and ok buttons were under responsive. Visable moisture was found on the display. A crack in the base between the case seal and the keypad was found. A leak test was performed and failed due to a crack in the pump case. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector, keypad flex cable, and printed circuit board. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the "customer was checking his blood sugar when the keys froze" and the keys were frozen for over ten minutes. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.